Event description:
It was reported that a et45g was used during a video assisted thoracic surgery procedure. It was reported by the affiliate that on the second firing, the firing trigger stopped during the firing process. There was no consequence to the pt. 9/11/1998 add'l info from affiliate. A new stapler was used to complete the case.